Event description:
Respiratory staff member was walking in the pt's room when the pt's bed was rotating. The pt's o2 sats started dropping and that is when they noticed that the ventilator became disconnected. The respiratory staff stated that they could not hear the ventilator alarm due to room noise. Pt was manually ventilated until reconnected. Pt's o2 sats came up to 99%.